Event description:
Healthcare professional reported patient wants to "replace them with new saline implants" and later reported right side "rupture" of a saline device. Healthcare professional additionally reported "any creases" and "incision to shell to deflate and marked as instructed." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed an opening on posterior assessed as surgical damage. Crease/folding of implant: crease fold observed on the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "any creases" and "incision to shell to deflate and marked as instructed." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported patient wants to "replace them with new saline implants" and later reported right side "rupture" of a saline device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).